Manufacturer narrative:
The initial report was for a delta shunt kit, regular, performance level 1.5, (B)(4), the returned valve was identified as a delta shunt kit, regular, performance level 1, (B)(4). The valve was patent and passed siphon testing. However, it did not meet the requirements for reflux and leak testing due to a tear in the delta chamber. It is unknown how or when this damage occurred. The damage precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be leaking before the surgery, when the doctor did the regular test.